Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An afx bifurcated and suprarenal were initially implanted. The patient presented emergently to the ER five (5) years post-op with respiratory issues and had a CT which showed an endoleak, evidenced by a large blush of contrast in the aneurysm sac. The CT is difficult to determine if there is a type ii or a type iiib leak at the bifurcation of the graft. It was also noted that the aaa is growing. The patient will be scheduled for an angiogram to determine the origin of the leak. As of the date of this report, the patient is stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely device-related due to the use of strata material. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: device code - remove 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that re-intervention has not been scheduled for the patient who is recovering from pneumonia.